Event description:
Fever of unk origin [pyrexia]. Case description: spontaneous report received on (B)(6) 2010 from a physician (via a distributor) via a company representative regarding a (B)(6) female pt (B)(6) whose relevant medical history included: malnutrition, adhesion in the sigmoid colon and ileum, bilateral uterine adnexa for ovarian neoplasm, synechotomy of sigmoid colon and ileum, ovarian neoplasm, uterine neoplasm with ath (abdominal total hysterectomy) operation at (B)(6), lumbar herniation with operation at (B)(6), and appendicitis with operation at (B)(6). The pt had no allergy factors. On (B)(6) 2010, the pt was hospitalized for ovarian neoplasm. On (B)(6) 2010, the pt had resection of bilateral uterine adnexa and synechotomy of sigmoid colon and ileum. The pt's pre pre-operative condition was: good general condition with malnutrition and no anemia and no experience with nuclear radiation therapy. Two sheets of seprafilm were placed on the uterine adnexa stump, around the sigmoid colon and under the abdominal wall. The seprafilm lot number(s) was unk. There was no direction placing of anastomosis part, and the placing condition was good. The rptr noted that the surgeon has experience using seprafilm "over 200 times." The pt did not have any existing adhesion in the sigmoid colon and ileum and this adhesive was detached. The operation condition was reported to have been a "clean operation." The incision was about 13 cm long with 4 layers. The first layer (peritoneum layer) was sutured with polyglycolic acid suture. The skin layer was sutured with skin stapler. The surgery took about 1.5 hours. The pt had 182 g of bleeding without blood infusion. Post-operatively, no drain was inserted and no second look laparoscopy was conducted. On (B)(6) 2010, the pt's pyrexia resolved (initial start date unk). On (B)(6) 2010, a fever spike (39's degrees celsius) started developing suddenly which prolonged the pt's hospitalization. CT (computerized tomogram) did not show any findings. Gallium scintigram did not indicate any origin of the fever. Other investigations (regarding virus and bacterium) for fever of unk origin were not abnormal. Blood and urine culture performed on (B)(6) 2010 to detect anaerobes and aerobes were negative (did not reveal any findings). Relevant laboratory test for the event included: wbc (white blood cell) count of 5080 on (B)(6) 2010 and crp (c-reactive protein of 1.47; wbc of 4860 on (B)(6) 2010 and crp of 1.05; wbc of 4350 on (B)(6) 2010 and crp of 2.42; wbc of 7700 on (B)(6) 2010 and crp of 5.09; wbc of 6430 on (B)(6) 2010 and crp of 10.03; and wbc of 4620 on (B)(6) 2010 and crp of 6.14. Treatment was started for the fever (because infection could not be ruled out) with the following medications: levofloxacin (levaquin) 200 mg/day via po between (B)(6) 2010; cefmetazole sodium 2 g/day via IV (intravenous) drip between (B)(6) 2010; imipenem_cilastatin 1.5 g/day via IV drip between (B)(6) 2010; pentoxifylline 2g/day via IV drip between (B)(6) 2010; minocycline hydrochloride 200 mg/day via IV drip between (B)(6) 2010; and fosfluconazole 200 mg - 400 mg/day via IV between (B)(6) 2010. The event resolved on (B)(6) 2010 and the pt outcome was recovered without sequelae. On (B)(6) 2010, the pt was discharged from the hospital. The intensity of the event was assessed by the physician as severe and possibly related to seprafilm. The physician commented that the event might have been possibly due to postoperative infection. However, its causality was unk. The physician could not deny seprafilm was cause of the event, but could not assert it. Pentoxifylline and minocycline hydrochloride "might seem effective." No further information was provided. As of the date of receipt of this report, the pt outcome was recovered on (B)(6) 2010. MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.